Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was pulled out of the optic (not returned). The optic was scratched and the optic was torn/split/cracked in the haptic insertion area of the removed haptic. The optical resolution was acceptable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. (B) (4). (B) (4).

Event description:
Adverse event(s): "pt was dissatisfied" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implanted]). A nurse reported that an intraocular lens (iol) was exchanged due to the pt being dissatisfied. The surgeon does not think the outcome of the surgery was related to the iol.